Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance of greater than 2,000 ohms and had no capture at maximum output. No asystole of greater than 2 seconds was reported. Further, the field representative indicated that the rv lead was checked and no visible damage was noted. The physician implanted a new rate/sense lead. Additional information received that the patient was never paced. Further information was received that the rate/sense portion of lead was tested on a pacing system analyzer (psa) and same results were observed and nothing worked. The shock portion of the lead remains in service and the rate/sense portion of the lead was surgically abandoned. The ICD remains in service. No additional adverse patient effects were reported.